Event description:
It was reported that the insertable cardiac monitor (icm) began to protrude from the patient during physical activity. As a result, the device was explanted and replaced with a new icm. However, the physician did not consider the device or the implantation procedure to have caused or contributed to the reported complication. Medical intervention included the administration of antibiotics and reimplantation after the incision had healed. No additional adverse patient effects were reported. The icm was returned for analysis.

Manufacturer narrative:
The supplemental was opened to correct the patient codes (h6) on the field device manufacturers only.

Event description:
It was reported that the insertable cardiac monitor (icm) began to protrude from the patient during physical activity. As a result, the device was explanted and replaced with a new icm. However, the physician did not consider the device or the implantation procedure to have caused or contributed to the reported complication. Medical intervention included the administration of antibiotics and reimplantation after the incision had healed. No additional adverse patient effects were reported. The icm was returned for analysis.

Manufacturer narrative:
01 -the supplemental was opened to correct the patient codes (h6) on the field device manufacturers only. 02 - the supplemental was opened to report the product analysis results of the device returned. Complaint investigation indicates the product was returned to boston scientific, based on the field report of dehiscence (the splitting open of a wound). Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that the insertable cardiac monitor (icm) began to protrude from the patient during physical activity. As a result, the device was explanted and replaced with a new icm. However, the physician did not consider the device or the implantation procedure to have caused or contributed to the reported complication. Medical intervention included the administration of antibiotics and reimplantation after the incision had healed. No additional adverse patient effects were reported.